Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture on all vectors. The lv lead was explanted and replaced. The patient was in stable condition.